Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-10835. It was reported that the patient presented for an implantable cardioverter defibrillator system implant procedure. During the procedure, it was noted that the device exhibited post paced t wave oversensing. Programming changes were discussed. When the changes were in progress, it was noted that the right ventricular lead had dislodged. It was noted the lead exhibited high capture threshold and r wave amplitude variation. The lead was repositioned on (B)(6) 2021. The programming changes were not necessary after the lead revision. The patient was in stable condition.